Manufacturer narrative:
Service visited the customer site and adjusted the misaligned probe wash collar, resolving the leak. The instrument was then verified meeting published performance specifications. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 10ml from an overflowing air mix and temperature control module (amtc) on a unicel dxh 800 coulter cellular analysis system during instrument shutdown. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.